Event description:
Customer reports to have experienced low blood glucose after changing infusion set. Customer's blood glucose ranged from 67 mg/dl to 110 mg/dl. Customer treated low blood glucose with glucose tablets. Customer was not hospitalized for low blood glucose. Customer was transferred to help line for further assistance. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.